Event description:
Additional information received confirming the medical intervention. A laminectomy was performed to remove part of catheter. Product removed.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one used catheter was received for investigation. Visual inspection of the returned sample showed the catheter had a kink in it and had been cut off at the distal tip end. Instructions for use state to never withdraw catheter back through the epidural needle, as it may cause the catheter to kink or shear. It is unclear how the catheter was removed from the patient. In this instance, the reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. Root cause could not identified. Complaint information will continue to be monitored for any new information or adverse trends and further actions taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Other, other text: d4: UDI number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the catheter "shredded into the back of the patient". No information about patient status known at this moment.